Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump rejected new batteries and took longer to rewind. The customer's blood glucose was unknown at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08715 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device powered up properly after the test battery was installed. Device was monitored for 1 day. No failed battery test alarm, battery out limit alarm, blank display or unexpected power loss anomaly noted. No anomaly noted during the rewind test. No drive or motor anomaly noted. The motor was tested outside of the device and passed. Device had cracked reservoir tube lip.